Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a ureteroscopy unilateral procedure, using a ncircle tipless stone extractor. The attending physician stated that during the procedure, when opened, the basket broke at 1cm down the shaft from the tip. The physician was able to retrieve the fragmented portion with stent graspers. There were no unintended sections of the device that remained inside of the patient¿s body.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, specification, instructions for use (IFU) and visual inspection was conducted on the returned device during the investigation. The ncircle nitinol stone extractor is shipped with instructions for use (IFU), which clearly states the proper warnings, precautions, and instructions for use. The device was returned in the shipping tray with the basket formation severed. There are two wires protruding from the end of the cannula. A visual examination noted the basket sheath is kinked and smashed from the distal tip. The device lot number was provided and a review of the device history record indicated there was one (1) non-conformance, unrelated to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.